Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that small cuts were discovered in the same place on four cuffs upon physical examination before use. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI #: (B)(4). The device history record (DHR) for the 30in. (76cm) a.t.s. Cylindrical cuff - dp, sb, part number 60750000500 and lot number 30241251, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The device history record (DHR) for the 30in. (76cm) a.t.s. Cylindrical cuff - dp, sb, part number 60750000500 and lot number z000006420, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The device history record (DHR) for the 30in. (76cm) a.t.s. Cylindrical cuff - dp, sb, part number 60750000500 and lot number z000011543, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from (B)(6) hospital that four 30in. (76cm) a.t.s. Cylindrical cuffs - dp, sb had small cuts in the same place. On (B)(6) 2019, a returned product investigation was performed on the 30in. (76cm) a.t.s. Cylindrical cuffs - dp, sb. The physical evaluation revealed that the returned cuffs all had a cut on the side of the cuff where the ribbon is located. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 30in. (76cm) a.t.s. Cylindrical cuffs - dp, sb had small cuts causing them to leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.